Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.1 improper storage causing crushed pad, pad dimples, and/or pad lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300-unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient had warmed too fast on the arctic sun device. The patient's temperature was 37.4c the water temperature was 30.6c, and the flow rate was 1.6l/min. The nurse stated the patient should not have started warming for another two hours from the hypothermia target 36c to the rewarm target of 37c. The device also received an alert 113 (reduced water temperature control). The system diagnostics read that t1 was 30.5c, t2 was 30.6c, and t4 was 4.2c. The device was swapped. The new device was programmed to rewarm from 37c to 37c at 0.50c/hour. By the end of the call, the patient's temperature was 37.5c, so the nurse decided to start normothermia maintenance instead. Causes of heat generation were discussed as well as the use of counter warming. The nurse was encouraged to follow her shivering protocol. The diagnostics on the new device read flow rate was 1.6l/min, the inlet pressure was -7.2psi, and the circulation pump was 56%. The nurse checked the lines for bends and kinks and straightened out the tubing. The flow rate then rose to marginal. The patient's temperature was later noted as 37.2c, t1 was 12.8c, t2 was 13.0c, t4 was 3.3c, and the flow rate was 1.6l/min. Per follow up with nurse (B)(6) via phone on (B)(6) 2019, the patient reached the target temperature and completed therapy with no further issues. She stated that, when they went to give the patient a bath, she noticed that the right chest pad was leaking water. The pads were replaced, and the flow rate was optimal with the new set of pads.